Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 8mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2017.   It was reported that the balloon was unable to dilate the lesion.   The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon was unable to dilate the lesion. Subsequently, pre-dilatation was completed with another 2mm x 40mm x 144cm coyote¿ es balloon catheter and the procedure was completed with a 2.5mm x 15mm percutaneous cutting balloon catheter. No patient complications were reported.   However, returned device analysis revealed a balloon pinhole.